Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (200-486 mg/dl). The infusion set site was changed and a correction bolus was delivered to address the bg level. The cause of the high bg was not known. The customer declined tandem technical support's offer to troubleshoot and thought that the infusion set site was the issue. The customer changed the location of the site and resumed insulin delivery. Upon follow-up, the customer's bg was 394 mg/dl. The customer declined further follow-up.